Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill tubing took longer and more units of insulin than expected to completed. Subsequently, the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered to address bg. During troubleshooting with tandem technical support it was determined the correct amount of insulin units were used. Tandem technical support educated the customer on load fill tubing requirements for different tubing lengths.